Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used large tr band assembly was returned for product evaluation. Visual inspection revealed no anomalies. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter. The foreign matter was found to be consistent with nylon 6. Terumo has determined the reported event to be manufacturing related.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci) the nurse tried to place the involved tr-band on the patient's wrist. During the inflation of the balloon they noticed that the wound area was still bleeding, even though they had put 15 ml of air in the balloon. They topped the balloon up with another 5 ml and the same thing happened; the valve or the balloon is faulty. The tr-band changed and re-positioned with no problems. There was no harm to the patient. Additional information was received on 17jun2020. The blood loss was minimal, less than 250cc. There was no impact on the patient due to the event. The patient was in stable condition.